Event description:
It was reported that the right ventricular (rv) lead dislodgement 20 days post implant. The physician was unable to reposition the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 implantable pacing lead 2014 (B)(6); 407645 implantable pacing lead 2014 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage.